Event description:
Prbc arrived on unit and prepared in usual fashion using filter blood tubing with double inlet on top. Started transfusion and blood product would not drip. Assessed from patient back to tubing and leak noted at top of filter where inlet tubing enters set. Blood product bag respiked using a new set and packaging plus old set saved.additional information obtained from the site:there was no patient injury.leak was noted at top of filter where inlet tubing enters set.this is an isolated incident in our facility.